Event description:
It was reported that the patient contacted support stating there was leaking around the connector during a supply change and that they were unable to successfully complete the fill tubing process. The patient confirmed that the correct supply change steps were being followed. The agent recommended completing a full supply change, and the patient agreed. The patient inspected the cartridge, tubing, and connector and did not observe any visible damage. The patient noted the presence of air bubbles in the tubing and reported that the tubing did not appear to be filled with insulin. The patient, who was using a teflon infusion set, completed a full supply change using all new supplies. Due to the use of multiple supplies and the next distributor shipment not expected soon, the patient requested replacement supplies, and the agent arranged to send infusion sets, connectors, and cartridges. The patient reported that blood glucose levels were elevated during the event, with a highest reported value of 365 mg/dl and levels outside the target range for approximately two hours. Blood glucose decreased from 392 mg/dl at the start of the call to 301 mg/dl after the supply change. The patient reported using a supply change as corrective action, no ketone testing, no recent steroid injections, no professional medical intervention, and no additional assistance. The patient reported feeling hot but no other immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.